Event description:
Pump was reported to have been dropped, resulting in a malfunction alarm. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issues reoccur.